Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# jpyxd; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# ktpmd; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# xk9k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient post op was fine and then developed redness and swelling around incision and surgeon swapped poly on (B)(6) 2014. Surgeon put the patient on long term antibiotics and patient was then cleared of infection. The patient fell 6 weeks ago and developed pain and redness in knee. Surgeon explanted all components but patella remained implanted.

Manufacturer narrative:
An event regarding superficial infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: not performed as insufficient information was received. -device history review: there have been no reported discrepancies for lot referenced. -complaint history review: there have been no similar previous events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as results of bloodwork for infection along with patient medical records were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient post op was fine and then developed redness and swelling around incision and surgeon swapped poly on (B)(6) 2014. Surgeon put the patient on long term antibiotics and patient was then cleared of infection. The patient fell 6 weeks ago and developed pain and redness in knee. Surgeon explanted all components but patella remained implanted.